Event description:
The report received from the study indicated that during the index procedure, the pt had a type a distal dissection after deployment of a cypher select plus 2.75 x 18 mm stent at 14 atm. The dissection was treated by implantation of an additional cypher select plus 3.0x13mm stent at 16 atm. The stents were post-dilated with a 3.0x12mm balloon at 16 atm. A satisfactory result was obtained. The residual stenosis was 0%. The timi flow were not provided. The pt was discharged the day after the procedure.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The pt was found to have one-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was greater than fifty per cent (lvef>50%). The target lesion for the procedure was the proximal right coronary artery (rca). The lesion was reported to be: de novo, 3.0mm vessel diameter, 15mm length, an 80% stenosis, irregular, a moderately tortuous proximal segment, and type b1. The lesion was pre-dilated with a 2.5 x 12mm balloon at 12 atm. At the one and six-month follow-ups, the pt was reported to have angina and was continuing his medical regimen. The pt was admitted to the hospital approx five-mos after the index procedure for atypical chest pain. Coronary angiography was done and the pt's previously implanted cypher select plus stents were patent. An 80% ostial lesion was found in the vein graft to the first obtuse marginal and posterior descending artery. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that a pt experienced a type a dissection after having a coronary artery stent deployed. The pt's history is significant for obesity, CABG, family history of cad, hypertension, hyperlipidemia, diabetes, peripheral vascular disease and remote history of tobacco abuse. The indication for the procedure was unstable angina pectoris. The target lesion was the proximal right coronary artery (rca), described as de novo, 80% stenosed and moderately tortuous. The lesion was pre-dilated with a 2.5mm x 12m balloon at 12atms followed by the deployment of a 2.75mm x 18mm cypher select plus stent (csp) at 14atms. A type a dissection was observed distal to the stent after deployment, so 3.0mm x 13mm csp stent was deployed at 16atms for treatment. Both stents were post-dilated with a 3.0mm x 12mm balloon at 16atms. The event resolved without further sequel and the pt was discharged the following day. The device remains implanted in the pt and is not available for inspection. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Dissections are a known potential adverse event associated with implanting a coronary artery stent. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stent portion. Review of the available info suggests pt factors and/or vessel lesion characteristics (tortuous) may have contributed to the event. Please note that this is the initial/final report for this product.